Event description:
Several epidural catheter kits were found to be defective. Catheters were not patent and had to be replaced. Manufacturer response for spinal epidural anesthesia kit, espocan® (per site reporter). Previously made aware of issues with kits on [date redacted].